Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A user facility report was received from a risk manager reporting a patient with blood under the right eye corneal flap on day one post lasik procedure. Reporter indicated the flap was rinsed for the interface blood. The issue is reported as resolved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).